Manufacturer narrative:
The trilogy evo ventilator was returned to the third-party service center for the report of a ventilator inoperative condition. There was no patient involvement, and no harm or injury reported. On device evaluation, error code e-47 had occurred indicating the internal lithium-ion battery had a permanent failure and required replacement of the internal lithium-ion battery. Error codes e-194 and e-195 had occurred indicating the power software version string does not match the overall system version string, and the user interface (ui) software version string does not match the overall system version string, respectively. Reinstallation of the application software is advised; however, in this case, evaluation reported the system printed circuit board assembly needed replaced to address this issue. Additional findings not related to the malfunction/issue: error code e-52 had occurred indicating the detachable li-ion battery is reporting a permanent failure. This is not the final source of power to the device. Error code e-290 indicating a start/stop latch failure was noted as well as error code e-144 which indicates the motor controller has proceeded to the shutdown state due to an error with the motor. The printed circuit board assembly needed replaced for both e-290 and e-144. The internal battery door was damaged, the blower and machine low sensors are contaminated, and the sn/mn label was damaged. As part of preventative maintenance, the muffler assembly, particulate filter and air inlet foam filter needed replaced, maintenance label will be added.

Event description:
The manufacturer received information alleging a "ventilator not operative" alarm occurred on a trilogy evo ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy evo ventilator has not yet been received at the third-party service center for evaluation. At this time, we are unable to confirm the alleged "ventilator not operative" alarm. A follow-up report will be submitted when the manufacturer's investigation is complete.